Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, three images were returned and reviewed. Review of the images revealed the hemostasis cap and hemostasis seal had detached and separated from the sheath hub assembly, which is consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the valve separation remains unknown.

Event description:
While removing the delivery system from the ultimum sheath, a portion of the hemostasis valve separated from the sheath with no patient consequences.